Event description:
The facility representative contacted baxter to report a colleague infusion pump in which the device had a damaged battery. This condition has the potential to cause an interruption of delivery. It is unknown when or in which care area this event occurred. Patient involvement is unknown. It is unknown if there was an adverse event, patient injury or medical intervention associated with this report. The user interface module master software version is currently unknown. There is no further complaint information available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a damaged battery was confirmed by baxter personnel during product evaluation. The root cause was assigned to depleted main batteries due to use/user error. The main batteries and battery harness were replaced to correct this condition. This involved a colleague p1.5 infusion pump with a user interface module software version of 6.13.92. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made, but the device has not yet been received by baxter. Should the device be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.